Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting with customer technical support (cts).